Event description:
The information provided by local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: dr (B)(6). Date of initial surgery: (B)(6) 2024. Body part to which device was applied: femur. Surgery description: n/a. Patient's information: 65-year-old, female, weight normal range. Problem observed during: clinical use on patient/intra-operative. Type of problem: device functional problem. Event description: "fitbone taa 1180 f 245, failure to distract." "Patient not initially closed, nail tested, not functional. Exchanged for identical backup nail, second nail functioned perfectly. Intraoperative time delay +/- 45 minutes." The complaint report form also indicated: the device failure had adverse effects on patient. The initial surgery was not completed with the device. A replacement device of same model was immediately available to complete surgery. The event led to a delay in the duration of the surgical procedure: +/- 45 minutes. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is not available. Device was at its first use. Patient's current health condition: "patient stable according to the reporter. Second nail functioned perfectly". Orthofix srl ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation. The device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as further information and/or the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation: the returned device was examined by orthofix quality operations department. The device was subjected to visual, dimensional, and functional check as per orthofix specification. The visual check of the nail evidenced as follows: deformation of the bipolar connector. Scratches/hits along device axis. Drilling signs in correspondence of the distal hole (i.e. At the tail left) due to operation before distal locking screw insertion. Drilling signs in correspondence of the proximal hole (i.e. At the tail right). This is not expected as the targeting handle should guarantee the exact positioning for drilling and locking screws insertion. The nail looked totally retracted, as the tail left+telescopic tube laser weld is only partially visible. The dimensional check did not evidence any anomalies. In the functional check the following parameters were analyzed: resistance measurement: not conforming to the acceptance criteria. This implies an electrical open circuit at the motor side. The bipolar connector has been cut. The electrical open circuit was confirmed. The nail then has been sawed, to check the resistance/absorbed current at the gearmotor poles. The open circuit was confirmed, suggesting that the damage occurred in the motor. The nail has been sent to the manufacturer of the motor, to investigate the matter. The analysis reported that coils terminals are detached from the collector. Moreover, the airgap between coil and magnet does not look uniform on the circumference. Final comments: the analysis performed on the returned device evidenced that the nail is not functioning according to set specifications, as there is an open circuit at the bipolar connector, i.e. The interruption of the electrical circuit inside the device. The analysis performed after the isolation of the deformed area of the cable and at the terminals of the motor confirmed that the issue is located inside the motor. From the evidence collected during the analysis, it can be concluded that the failure was triggered by a mechanical shock, occurred after device release on the market, which origin remains unknown. The production records from wittenstein intens gmbh, related to current absorption and resistance, as well as performances under load with the application of defined voltage, which were conformal to acceptance criteria, lead to conclude that the device was initially conforming to specifications. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: hospital name: (B)(6) hospital, (B)(6). Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2024. Body part to which device was applied: femur. Surgery description: n/a. Patient's information: 65-year-old, female, weight normal range. Problem observed during: clinical use on patient/intra-operative. Type of problem: device functional problem. Event description: "fitbone taa 1180 f 245, failure to distract." "Patient not initially closed, nail tested, not functional. Exchanged for identical backup nail, second nail functioned perfectly. Intraoperative time delay +/- 45 minutes." The complaint report form also indicated: the device failure had adverse effects on patient. The initial surgery was not completed with the device. A replacement device of same model was immediately available to complete surgery. The event led to a delay in the duration of the surgical procedure: +/- 45 minutes. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is not available. Device was at its first use. Patient's current health condition: "patient stable according to the reporter. Second nail functioned perfectly". Further information received: a. The back table test was not done prior to implanting the nail. B. There was no motor noise heard at any point. C. The surgeon exchanged both the nail and the receiver. D. X-ray images are not yet available. E. The surgeon did not tighten the screws of the connector. Orthofix srl ref: (B)(4). Distributor ref: (B)(4).